Manufacturer narrative:
Visual inspection: no significant deformations or damage of the valves were detected during the visual inspection. Permeability test: a permeability test has shown that the shunt system is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. Wählen sie ein element aus. An accelerated/slower outflow could be determined. Adjustment test: the progav 2.0 was tested and is not adjustable throughout the normal range. Braking force and brake function test: the brake functionality test has shown that the brake function is operational, however the braking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found inside. To make the proteins / deposits in the shunt system more visible, they were colored using a staining solution. Results: for the sake of transparency and completeness, we would like to point out that an adjustment test and permeability test were already performed at the hospital after the revision. Based on our test results, at the time of our examination we can determine accelerated outflow on the progav 2.0 and on the shuntassistant 2.0 as well as non-adjustability on the progav 2.0. The cause of the accelerated outflow and the non-adjustability can be named as the deposits found. Deposits caused by substances naturally present in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of protein can compromise the integrity of the valve. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.

Event description:
It was reported that a progav 2.0 shuntsystem (part # fx644t) was implanted during a procedure performed on an unknown date. According to the complainant, the system was believed to be operated in under-drainag and non-adjustability. The patient underwent a revision procedure. The complaint device was returned to the manufacturer for evaluation. No patient complications were reported as a result of the revision procedure. Age: 5 years, height: 110 centimeters (cm), weight: 20 kilograms (kg), gender: male.